Manufacturer narrative:
In 2009, qc was performed at midnight and results were within established ranges. Qc was ran again later that morning and potassium qc results were out of range low. A field service engineer (fse) was dispatched: a) the fse inspected the instrument and found that the electrolyte injector cup (eic) had multiple cracks. The fse replaced the eic. Although hardware issue may have contributed to this event, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low potassium (k) results generated by the unicel® dxc 600 pro synchron® clinical systems for forty seven (47) patients. The erroneous results were reported out of the lab. All samples were re-tested and amended reports were issued. K results were not supplied, only one example of results was provided for patient who was treated based on low k result of 2.5mmol/l. The repeated corrected result was 3.5mmol/l. The patient was then monitored for high k.